Event description:
It was reported that the lesion located in the distal lcx had no calcification, however, was mildly tortuous. The lesion was crossed with the unicore gudie wire and then the ivus catheter was advanced to the distal end of the lesion. The ivus catheter and the guide wire became stuck and were removed as a single unit. The guide wire was examined and had so much damage that it was unable to be used.